Event description:
The caller reported the pilot balloon seam failed on the patient's tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.